Event description:
Event description boston scientific crm rec'd info that this dextrus right ventricular lead had dislodged twice. The lead was repositioned twice, and a third revision procedure has been scheduled. The dislodgement may be due to non-compliance on the patient's part. No adverse pt effects were reported. The field representative made a comment that he would like to see a 100cm dextrus lead. The implant date was not available.